Event description:
Surgeon did a revision hip on a patient who had a peri prosthetic fracture with a stryker securfit and bipolar implanted originally.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a secur-fit stem. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.